Manufacturer narrative:
H6-clinical code. 4581: significant reduction in iridocorneal angles, significant shallowing of the ac secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop with significant reduction of iridocorneal angles and significant shallowing of the ac. In a separate visit the lens was exchanged for a shorter length lens. The replacement lens resolved the problem.